Event description:
Abbott diabetes care (adc) received a medwatch user report which reported the following information: a low glucose reading issue was reported with multiple adc devices. The customer reported experiencing low glucose readings on nine (9) adc devices, including replacement devices provided by adc. It is unknown whether the customer noted a trend arrow on the device. The customer reported that comparison testing performed using a competitor brand meter indicated higher glucose values while the adc device continued to display low readings. There was no self-treatment or third-party treatment reported. Adc customer service successfully contacted the customer; however, the customer declined to provide additional details regarding the event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This report is 3 of 9 submissions. Reference reports: mw5186134, mw5186135, mw5186137, mw5186138, mw5186139, mw5186140, mw5186141, mw5186142. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report which reported the following information: a low glucose reading issue was reported with multiple adc devices. The customer reported experiencing low glucose readings on nine (9) adc devices, including replacement devices provided by adc. It is unknown whether the customer noted a trend arrow on the device. The customer reported that comparison testing performed using a competitor brand meter indicated higher glucose values while the adc device continued to display low readings. There was no self-treatment or third-party treatment reported. Adc customer service successfully contacted the customer; however, the customer declined to provide additional details regarding the event. Based on the information provided, there was no report of serious injury associated with this event.